Event description:
An angiogram was taken prior to starting "pvs". The md felt the arteriotomy was in the common femoral artery. The sales rep felt it might be in the bifurcation. There was also a very small hematoma at the groin. The pt's "act" was 258. The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. Marking and needle deployment went fine. As the device was pulled back to access the sutures, there was copious bleeding around the device. The cardiologist chose to proceed with the pvs closure. He tied the knots to the sheath and backed the device out. There was no hemostasis around the wire. The knot was advanced tight to the wire. The wire was removed, but the sutures came out attached to the wire and with a small piece of tissue attached. A 13 fr sheath could not provide hemostasis. The pt was sent to surgery for vascular repair of the arteriotomy. Surgery was successful and the pt was doing fine. The vascular surgeon noted that the access site was above the bifurcation. He also noted that there was an arterial tear.